Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR.,device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a kink in the hypotube located 7mm from the tip of the device and a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft fracture occurred. A guidezilla guide extension catheter was selected for use. During preparation, the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that a shaft fracture occurred. A guidezilla¿ guide extension catheter was selected for use. During preparation, the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.